Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, poor communication occurred due to cable failure, and the phenomenon ¿the image is not displayed (e216 error)¿ occurred. It was determined that pressure was applied, and partial disconnection occurred causing the cable to fail. E216 error is the error that occurs when abnormality of communication between endoscopes and processors occurs (¿when abnormality occurs: how to tell the abnormality and how to handle it¿, instruction manual of otv-s300, chapter 10, section 10.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service found an e216 error due to cuts in the cable, but did not find the temporary image. Additionally, service found the camera head cable has several cuts, there is foggy vision from the camera head due to defective charge coupled device unit, zoom and focus handle was found dirty, the coupler was found corroded. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
While the customer was performing maintenance, it was found that the device image disappeared from monitor causing blackout and only color bar was showing on display. After detaching and attaching the camera head, the image appeared and disappear on display. There was no patient involvement in this reported event. No injury reported.